Event description:
Pt reports having a faulty curlin pump. Pt reports there was air in line at the end of their most recent infusion, with the air in line extending past/ through the attachment to the pump, but no error message occurred on the curlin pump. Hyqvia kit indication: common variable immunodeficiency, unspecified. Hyqvia kit 20gm/200ml dosing and frequency: administer hyaluronidase then subcutaneously infuse hyqvia 20gm (200ml) every 4 weeks. Pharmacy did not replace device. Serial number (B)(6) and expiration date unknown. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Device available for return. No further info/details or dates available.